Manufacturer narrative:
The customer has indicated that the subject device will not be returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. The lot number for the device is known, and a review of the device history record will be conducted. Device discarded - not returned for evaluation.

Event description:
It has been reported to us that during the diagnostic procedure, there was blood clot formation inside the right coronary artery resulting in an emergency angioplasty procedure. The pt is reported to be fine. An attempt to obtain additional info has been made.